Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose and occlusion were resolved with a manual dose injection. However, the customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.